Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of cold insulin and the insulin gauge remained static at 90 units. The customer's blood glucose (bg) level was 137mg/dl. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.